Event description:
A malfunction alarm occurred, and there was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.